Event description:
It was reported that the patient was in the clinic with t-wave oversensing (twos). It was noted that since managed ventricular pacing (mvp) was turned off, twos was consistent and the patient almost received therapy. The device will be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2013; 6935m62, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).